Event description:
A device was implanted on 5/13/93. The cuff was revised on 10/27/94. The pump was removed from the pt on 2/13/97, needed longer tubing for better placement, and replaced. A tandem cuff was also placed at this surgery.